Manufacturer narrative:
Clarification to h.6. [Type of investigation code - b20]: due to covid-19, the device was unable to be returned and photographs were provided for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis performed from device photos noted large gap between case halves with clear separation. This may have caused the slide to operate improperly, however, functional failure cannot be tested with the photo alone. The complaint cannot be confirmed.

Event description:
Healthcare professional reported while attempting to insert a xen®45 gts in the right eye, "the slide didn't operate properly". No injury occurred to the patient.

Manufacturer narrative:
Clarification to device manufacture date: august 2020. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported while attempting to insert a xen®45 gts in the right eye, "the slide didn't operate properly". No injury occurred to the patient.